Manufacturer narrative:
B5: additional information received via email on 21-sep-2021 and attached to complaint: event occurred while with patient. No patient information available. H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was duplicated. Pump was found to be displaying "41786" error code message on power up when batteries are inserted. Error code 45983 message was found in the pump's event history logs. The microprocessor unit board was replaced. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that a smiths medical pump displayed an error 45983. No adverse patient effects were reported.